Manufacturer narrative:
Conclusion and justification status: following further investigation by applied research and bioengineering, notification was received that: root cause: undetermined, limited information available. It is likely that the failure was an unknown combination of device factors, patient factors, surgical technique and surgical procedure. It is likely the damage to the stem initiated the fracture of the stem, however, with the limited information available it is not possible to identify the cause of damage. It is unlikely there was a manufacturing issue with this device. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Event description:
Broken c-stem which required revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Initial review identified that investigational input would be required from bioengineering and applied research. The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering and applied research. The investigation will be closed with an interim report and will be reopened when the bioengineering report is completed. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.